Event description:
On (B)(6) 2004, the patient was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The aneurysm measured 8 cm in diameter on this date. Follow up computed tomography angiograms (cta's) over the ensuing five years revealed gradual aneurysm enlargement. On an unknown date in (B)(6) 2009, cta revealed a small type ii endoleak originating from a single lumbar artery. The aneurysm measure 8.6 x 8.7 cm. On an unknown date in (B)(6) 2010, the patient presented to the emergency room with chest pain and an unknown cardiac issue. The aneurysm measured 9 cm in diameter on this day. On (B)(6) 2010, the stent-graft system was explanted, and the aneurysm was surgically repaired. The patient tolerated the procedure.

Manufacturer narrative:
Additional excluder components included in this report: (B)(4). Results - a review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Conclusion - according to the gore excluder aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and/or require intervention include, but are not limited to endoleak, aneurysm enlargement, and surgical conversion.